Event description:
It was reported that there was a possible lead fracture or breakage. The patient's right hemisphere was less effective and patient had small amount of tremor. The left side was working fine. The impedance test on right hemisphere showed greater than 4000 ohms. Electrode impedances with less than 15 ma showed within range values. There were no malfunctions seen but patient had decreasing therapy in left hand and patient had left leg tremors. The patient was scheduled for x-ray test to look for a visible lead break or fracture. Subsequent revision was expected, but nothing was scheduled at this time. Follow-up information reported that the cause of the event was unknown. There were high impedances at contact 0 of the right hemisphere cranial electrode. The issue was due to lead or extension breakage. X-rays were performed on (B)(6) 2012 and it showed no obvious abnormality. It was noted that there was "exploration of the deep brain stimulator" and revision will be scheduled. Patient did not require hospitalization due to the event. The patient outcome was noted as non-serious injury.

Manufacturer narrative:
Product ID, 748240 serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 748240 serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3389s-40 lot# v011992, implanted: 2007 (B)(6), product type lead product ID, 3389s-40 lot# v011992, implanted: 2007 (B)(6), product type lead. (B)(4).